Event description:
The customer reports after a therapeutic endoscopic retrograde cholangiopancreatography (ercp) using a single use distal cover and an evis exera ii duodenovideoscope, the patient woke up in the recovery room and coughed up the distal cover. The cap was checked prior to commencement of procedure, there were no abnormalities. The customer was not aware of any anatomical or procedural challenges that could have contributed to the distal cover coming off. No anti-fogging agents were used during the procedure. The patient was discharged home the following day, no concerns related to incident noted.

Manufacturer narrative:
The device referenced in this report has been returned to olympus, but not yet fully evaluated. The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. An interview was conducted by olympus with the facility as part of the root cause investigation per CAPA-200735. It was reported that the facility currently uses the old design of the distal cover (maj-2315). When asked to perform a demonstration of attaching the distal cover to the scope, it was observed by olympus that the user successfully performed the following: when attaching (when the distal cover passes over the hook of the distal ring), push the appropriate part of the distal cover to attach it in the correct direction. After attaching, check that the distal cover has passed over the hook of the distal ring. After attaching, check that the distal cover is free from defects such as cracks, chipping, or severe deformation. After attaching, check that the distal cover is firmly attached by gently pulling/twisting it. However, during the demonstration of attaching the distal cover, it was observed by olympus that the user did not successfully perform the following: before attaching, check that the distal cover is free from defects such as cracks, chipping, or severe deformation. To prevent the detachment of the distal cover from recurring, the following information was confirmed during the interview: the facility educates or continuously educates its personnel about handling methods. The facility inspects the distal cover prior to attachment (check for damage before and after installation, make sure the distal cover is securely on the endoscope after installation, etc.) The facility uses care when attaching the distal cover, so that it does not crack. During the interview, it was noted that the facility does not reconfirm the correct operation method by contacting olympus or another expert within their facility. In addition, the user does not carefully review and follow the instructions for use (IFU). The following additional information was obtained by olympus during the interview: both olympus and the facility conducted distal cover training on how to attach the device to the endoscope. However, the facility stated that they are unsure if all staff members attended the training sessions. Not all personnel involved with attaching the distal cover have been asked to follow the IFU. Although the facility states more care is needed when attaching the device, the actual process is not difficult. There are no images/videos available of the reported incident. Oxyguard disposable bite block is used. Defect/damage has never been observed on the distal cover prior to attaching to the endoscope.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the findings are as follows: the distal cover was returned intact. The reported phenomenon could not be reproduced during the evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, although the root cause could not be determined, the likely cause for the distal cover falling off was due to insufficient attachment to the scope. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿attaching the distal cover: please make sure that the distal cover is intact without any problem before installation, and it has no damage(crack) after installation.¿ ¿also, do not use anti-fog agents as it is known that anti-fog agents will damage the cover.¿ olympus will continue to monitor field performance for this device.